Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead had high pacing impedance. The patient was asymptomatic. The ra lead was capped, and a new ra lead was successfully implanted on (B)(6) 2024. Further information was requested but not received.

Event description:
Additional information received indicated the patient was stable throughout the procedure.